Event description:
According to the reporter: the black loading knob came off the device during the case. Did not fall into the patient cavity. Used another device to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).